Manufacturer narrative:
(B)(4). D10. Alloclassic csf insert 58/32 item# 00000003524 lot# 2769548. Smith & nephew biolox forte ceramic head 32m item# unknown lot# unknown. G2. Report source: germany. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient had a left total hip arthroplasty with mixed manufacturer products. Subsequently, approximately 10 years post implantation, patient was revised due to pain and loosening of the left acetabulum. Intraop cultures grew e. Faecalis, and the patient was placed on the appropriate IV antibiotic therapy. During the revision, all zimmer biomet products were revised, and competitor products were placed. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D10. D10. Alloclassic csf insert 58/32 item#: 00000003524, lot#: 2769548. Smith & nephew biolox forte ceramic head 32m item#: unknown, lot#: unknown. Smith & nephew polarstem size 2 item#: unknown, lot#: unknown. No products were returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The reported alloclassic csf insert 58/32 was reviewed for compatibility with the concomitant allocl csf anchorage cap 58 with no issues noted. However, these acetabular components were implanted alongside competitor femoral products from the company smith & nephew, which is considered off-label use according to instructions for use (IFU) d011500213. The IFU states: "only authorized combinations must be used". Additionally, as referenced within the IFU, zimmer biomet notes on its product compatibility website that "products manufactured by zimmer biomet were not originally designed to be compatible with products from other manufacturers. There was no assurance that products from different companies may be safely used in combination with each other." Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A document was provided directly by the patient containing general information, implant stickers for bilateral hip products, and physician letters related to both hips, including an epicrisis. While no surgical reports for the bilateral hip arthroplasties were included, the document was reviewed by a health care professional. The review confirmed inpatient care for the left primary hip implantation and for the right hip implantation. The patient reported load-dependent and resting pain in the left hip, with examination revealing significant groin tenderness and pain with movement, though no signs of infection. X-rays indicated loosening of the left acetabulum, and a revision was performed without complications. Intraoperative cultures grew e. Faecalis, and the patient received appropriate IV antibiotics. At follow-up, the patient reported high satisfaction with the revision, with only occasional muscle pulling, full mobility, no pain, and no evidence of infection. During the same follow-up, radiographic imaging revealed clear inlay wear on the right side. Three dated radiographs were provided for the left hip, two dated radiographs were provided for the right hip and four dated radiographs were provided for the pelvis. All radiographs were reviewed by a radiologist with the following assessment: pre-op image demonstrates severe bilateral hip arthrosis with bone-on-bone apposition. Post-op imaging demonstrates placement of bilateral hip arthroplasties with anatomic alignment. Imaging demonstrates interval advanced polyethylene wear, indicated by the femoral head appearing off-center within the acetabular cups. In addition, there is new radiolucency along the inferomedial left acetabular cup which appears loose. Posterior imaging, demonstrates further progression of the liner wear. Further radiographs were provided but not reviewed, as some are duplicates and some are of the chest and therefore would not enhance the investigation. During the investigation process a review of the sterile certifications were reviewed and found to be conforming with no applicable deviations. Devices were verified to have gone through acceptable sterilization process following iso/aami/astm & EU published guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. As there are no indications of a product or process issues identified affecting implant safety or effectiveness, implanted products are not identified as the source or contributing to the reported infection. Based on the available information, the reported event can be confirmed. The provided documentation confirms the implantation of competitor femoral components in combination with zimmer biomet acetabular components. According to the instructions for use (IFU), this represents off-label use. The potential contribution of this off-label combination to the reported shell loosening and insert wear is likely but cannot be conclusively determined. If and to what extend other patient and/or procedure related factors might have contributed to the event remains unknown. In addition, a review of the manufacturing process documentation confirms that potential manufacturing-related issues can be excluded. As such, based on the information available, a definitive root cause cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.